Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this lead was successfully placed and acceptable parameters were obtained; helix extended via 20 rotational turns. After approximately three minutes post helix extension but prior to pocket closure, the lead was observed dislodged. The helix was able to be fully retracted and reposition attempted. Acceptable parameters were again obtained however, the helix then was unable to be fully extended and the lead removed from the patient. Outside the body, the helix was fully functional at which time the product was attempted to be reimplanted. The same position was obtained however lead measurements were not acceptable, as loss of capture and high out of range pacing impedances were exhibited along with a failed helix extension attempt. The lead was removed and is expected to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed deformed conductor coils at 65-67 and 237mm from the terminal pin, on the outer coil location. Blood and/or body fluid was noted on the helix housing and within the neck region. Additionally, the tip and helix were intact and appeared undamaged. Resistance testing was performed, verifying the lead's electrical performance and integrity with no issues observed. X-ray imaging confirmed no internal anomalies. Analysis was unable to confirm the reported observations.